Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct d5, and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material that had not been sufficiently removed. The cause could not be specified as the nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The date the poor air supply issue was observed is not known. Due diligence is completed for the device. Reprocessing information for the facility is provided: the device was cleaned, disinfected, and sterilized before being returned. The presence of foreign material adhered to the device was not known. It is not possible that the device with the presence of foreign material was used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device did not need to be soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. Upon evaluation of the device, the device nozzle was found to be clogged with foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of zoom lever, water tightness is lost; paint on suction cylinder and air/water cylinder is peeled; suction cylinder is shaved; mouthpiece is loose; control unit is dirty due to water leakage; adhesive of distal end rubber coating (a-rubber) has a chip; due to damage on bending tube, bending angle in up direction exceeds the standard value; abnormal sound is made due to damage on up/down knob; due to wear of angle wire, the play of up/down knob and bending angle in up direction are out of the standard value; connecting tube has discoloration; indication on scope connector is peeled; forceps channel is shaved; and switch box, forceps elevator knob, right/left knob, up/down knob, connecting tube, control unit, scope cover, scope connector, universal cord, have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus demo/loaner asset returned by customer after use with no reported malfunction. Upon post-customer usage inspection, an issue of poor air supply was observed and the device sent in to the service center. There is no patient involvement and no reported harm to any patient. Upon evaluation of the device, the device nozzle was found to be clogged with foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.